Manufacturer narrative:
H3: the returned device, was subjected to a series of standard tests that include, but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory. And no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Possible serious consequences of the event were described as a prolonged operation time resulting in foreign material being open in the room for a longer time, thus there being an increased risk of infection. However, no serious consequences actually arose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding an implantable pump containing water. The pump was being filled with 250 mcg lioresal - 1 ampoule at 5ml (2mg/ml - 10mg/5ml) - 35ml nacl 0.9% = total mixture 40ml. The dose would be set to 80 mcg/day - continuous mode. There was no patient involvement in this event. It was reported that prior to implant, the hcp experienced difficulties aspirating the initial water liquid out of the pump. They made several attempts, but they were only able to aspirate 37 ml. They also experienced strong resistance when filling the pump with the medication. Only 35ml could be filled; 5ml could no longer be injected. Therefore, the decision was made to completely empty and refill the pump once again. They were able to empty 40 ml completely the second time. However, the second time, there was ¿too much medication mixture: 43ml¿. Due to the inaccuracy of the filling and the strong resistance, the hcp made the decision not to implant this pump. The hcp filled a new pump with completely new drug for safety; this went smoothly. The issue was resolved. The patient's status was alive - no injury. The surgeon asked, ¿is there still residual fluid in the pump.¿ the surgeon also asked, ¿is there a blockage or what explains the strong resistance and the difficulty in emptying and filling the pump?¿ the pump would be returned to device manufacturer. However, the needles that were included in the initial pump package and used for the first two fillings were thrown away and could not be returned with the pump.